Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.430" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to the broken blade did not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an inhouse system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on three out of three attempts.

Event description:
It was reported that an error occurred and the 8mm harmonic ace instrument tip broke. No known impact or patient consequence was reported.